Event description:
Info received indicates both brake casters are not holding properly.

Manufacturer narrative:
The tech found the casters were worn from age and could not be adjusted further. The tech replaced the four casters to repair the bed.